Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red call doctor icon the communicator. This device had exhibited a high out of range shock impedance measurement. This ICD remains in service. The patient will continue to be monitored. No adverse patient effects were reported.